Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain #3) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 07:34:46. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A service history review was performed. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of this alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.